Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 0 and 1 keys are intermittent which was duplicated during evaluation. The cause was determined to be a defective keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pump keys 0 and 1 on the keypad are intermittent. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.